Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown bag therapy for chronic renal disease (crd). At the time of this report, dianeal pd2 2.5% therapy was ongoing. On (B)(6) 2012, the patient experienced occasional abdominal pain during the dialysis drainage and turbid liquid. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. On (B)(6) 2012, the patient began remedial therapy with ceftazidime and vancomycin. The cause of the peritonitis was not reported. At the time of this report, the abdominal pain had resolved and the peritoneal effluent was clear. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.